Event description:
It was reported the electrocardiogram (EKG) signal was noisy. Trying different cables did not correct the issue. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer has a loose ECG (electrocardiogram) connector.